Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via 24 hour helpline senior inbox that customer had low blood glucose of 41 mg/dl and believes it may be due to working early in the morning in yard. Customer declined troubleshooting and just wanted to document incident.